Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, perhaps bruxism, pain, mobility. Overload of the implant because the bridge was too long for this short implant.